Event description:
Physician reported loss of restriction leakage detached on x-ray from port tubing thinning.

Manufacturer narrative:
Unique identifier (UDI): not applicable. Taper unk. The access port associated with this report was not returned as the access port was not explanted and returned with the three tubing pieces. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date and pt data. The info has not yet been received by allergan.